Event description:
Information was received from a healthcare provider via a company representative and a healthcare provider regarding a patient receiving fentanyl (1,000.0 mcg/ml) at 899.7 mcg/day, clonidine (285.0 mcg/ml) at 256.43 mcg/day, and bupivacaine (20.0 mg/ml) at 17.995 mg/day via an implantable pump for malignant pain of the pelvis/pelvic. The company representative was paged by a healthcare provider regarding a possible bolus overdose. Device interrogation showed that a motor stall occurred (B)(6) 2016. The patient did not recently have an MRI. It is unknown why the pump stalled. Another motor stall was seen in the logs on (B)(6) 2016 at 23:33. The patient experienced symptoms of pain and weakness in the legs which were considered sudden.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when device analysis is complete. The recall with notification # z-0497-2013 does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information were received from company representatives (reps). On 2016-06-22, a rep reported that he was only with the patient for about 10 minutes, but that the healthcare professional (hcp) stated that the patient had many underlying and concomitant medical issues. The rep did not know if a bolus overdose occurred, and wasn¿t sure about the heart attack. A pump printout shows that the pump was delivering fentanyl (1,000.0 mcg/ml at 899.7 mcg/day), clonidine (145.0 mcg/ml at 130.46 mcg/day), and bupivacaine (20.0 mg/ml at 17.995 mg/day) as of (B)(6) 2016. The printout also shows the following motor stalls and recoveries: a motor stall occurred on (B)(6) 2016 at 23:33 and recovered on (B)(6) 2016 at 22:30, a stall occurred on (B)(6) 2016 at 16:14 and recovered on the same day at 18:41, a stall occurred on (B)(6) 2016 at 07:51 and recovered on the same day at 15:18, another stall occurred on the same day at 20:04 and recovered on (B)(6) 2016 at 07:03, and a final stall occurred on (B)(6) 2016 at 08:23 and recovered on the same day at 13:12. Another printout shows that on (B)(6) 2016 at 15:57 the drug dose per day was programmed as follows: 5.9 mcg/day fentanyl, 0.118 mg/day bupivacaine, and 0.85 mcg/day clonidine. The rep reported on 2016-06-23 that the patient was in the hospital and he was asked to "turn off the pump." Additional information provided by the rep indicated that the hcp turned the pump to minimum flow rate. The hcp notified the rep that the pump was going to be explanted on (B)(6) 2106 and that the patient was going to be managed with intravenous (IV) pain medications and patches. Another rep reported on 2016-07-01 that the pump was explanted on tuesday (B)(6) 2016. The rep was notified by the surgeon on 2016-06-30 that the patient suffered 2 heart attacks and went into heart failure. This reportedly occurred in (B)(6) 2016 and then again in early (B)(6) 2016, due to the clonidine (one of the drugs in the pump) withdrawal from the pump stall. The hcp felt that the withdrawal from the clonidine caused the myocardial infarction (mi) and then the mi caused the heart failure. The patient¿s managing hcp stated that the patient was stable. It was clarified that the printout indicated that the pump serial number was (B)(4). The pump was in pathology at the hospital and was going to be sent back to the manufacturer. This rep was made aware of the new information on 2016-06-30. The rep did not know whether there were 2 mis or whether the mi occurred first and then the heart failure occurred in (B)(6). It was indicated on the product return paperwork that there was abrupt discontinuation of medication with ¿discontinuing of pump¿ and that the patient went into hypertensive crisis with heart failure episode, which occurred twice over a 2-month period. The device failed and spontaneously turned on and off. There was questionable mi which causes heart failure. The patient recovered without sequelae. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
Pump analysis results revealed gear train anomalies specified as corrosion/wear/lubrication and stall due to shaft-bearing, in the pump motor. Catheter analysis results revealed that the sutureless connector of the catheter had coring/tears/cuts in the seal and it met leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.